Event description:
It was reported that the patient suffered a seizure in the bathtub and drowned. Resuscitation was performed, but the patient went through cardiac arrest and was eventually pulled off of life support.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.